Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C18712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, menorrhagia, vaginitis bacterial, acute vaginitis, bloating, uterine bleeding, urinary tract infection, human papilloma virus antibody positive, dysfunctional uterine bleeding and grand multiparity. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital hemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital hemorrhage outcome was unknown. The reporter considered genital hemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included gallbladder removal, menorrhagia, vaginitis bacterial, acute vaginitis, bloating, uterine bleeding, urinary tract infection, human papilloma virus antibody positive, dysfunctional uterine bleeding and grand multiparity. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, menorrhagia, vaginitis bacterial, acute vaginitis, bloating, uterine bleeding, urinary tract infection, human papilloma virus antibody positive, dysfunctional uterine bleeding and grand multiparity. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received : aka name added, reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included gallbladder removal, menorrhagia, vaginitis bacterial, acute vaginitis, bloating, uterine bleeding, urinary tract infection, human papilloma virus antibody positive, dysfunctional uterine bleeding and grand multiparity. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.